Manufacturer narrative:
E1: patient city:(B)(6) patient country:united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of bent/kinked tubing on (B)(6) 2025. No further information available.